Event description:
It was reported the patient presented for a follow-up after he felt some fatigue. The device was found to have no output or telemetry. A previous follow-up visit, approximately 2 months before, was normal, with a remaining device longevity of 11 months. The device was explanted and replaced. No further patient complications were reported as a result of this event, and the patient outcome was reported to be good following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.